Manufacturer narrative:
This event was identified in a literature report found online as part of post-market surveillance activities. Attempts were made to reach the author to perform investigation pertaning to the observed adverse event but a response was not obtained.

Event description:
During a daa tha with femoral head autograft acetabular reconstruction for hip dysplasia on a hana table, the patient experienced partial vulvar pressure necrosis from the perineal post. Mentioned in retrospective review of case series "femoral head autograft can reliably reconstruct dysplastic acetabula through the direct anterior approach for total hip arthroplasty" by taylor et al in arthroplasty today, https://doi.org/10.1016/j.artd.2022.02.005.

Event description:
During a daa tha with femoral head autograft acetabular reconstruction for hip dysplasia on a hana table, the patient experienced partial vulvar pressure necrosis from the perineal post. Mentioned in retrospective review of case series "femoral head autograft can reliably reconstruct dysplastic acetabula through the direct anterior approach for total hip arthroplasty" by taylor et al in arthroplasty today, https://doi.org/10.1016/j.artd.2022.02.005.